Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had a failed battery test alarm, keypad anomaly, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 300 mg/dl. The customer states they were attempting to change the battery when the pump alarmed failed battery test. The failed battery test alarm is reoccurring and is now alarming battery out limit. Troubleshooting was performed, but was unable to program setting due to an unresponsive act button. The device will be returned for analysis. The customer history was reviewed and multiple battery out limits, motor errors, and one no delivery were noted. The customer states they are unable to complete the rewind. The no delivery alarm was resolved by a complete set change. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.